Event description:
Resection sheath was inserted into patient. Top plastic part of sheath broke off of instrument into patient. Time was taken in order to retrieve all plastic parts that broke off into patient. Storz rep was called into room to inspect instruments. The instrument pan was flagged as faulty.